Event description:
Pad stopped working right, so she released the switch and pushed it down again when all of a sudden "fire" shot out of the switch and a burning smell came over her.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.